Event description:
A female underwent pfo closure using this asd device in 2005 for treatment of paradoxical emboli. Since the procedure, the pt suffered from severe, chronic, unrelenting chest pain. Examination was normal and tee/tte showed proper positioning of the device and a new pericardial effusion. A second opinion showed prominent 2+ allergy to nickel. Cardiac catheterization showed normal coronary arteries and no evidence of constrictive pericarditis. The pt declined a trial of immunosuppressive agents and proceeded to cardiac surgery. In 2007, the pt underwent successful surgical explantation of the device. Pathological examination showed nonspecific fibrosis of atrial tissue adjacent to the device. After surgery, the patient's chest resolved completely.